Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they experienced low blood glucose. The customer¿s blood glucose level was 2 mmol/l. The customer treated low blood glucose value with food. The customer¿s blood glucose level was 6.5 mmol/l at the time of call. Customer decline testing because they realized they dosed for food they didn't eat because they got sidetracked by sensor. The customer experienced itching, scaring and irritation due to site issue. The insulin pump will not be returned for analysis.